Event description:
Patient had spinal cord stimulator implanted in 2008. The stimulator had a failed battery. Patient was brought back to the or to investigate why the battery would not hold a charge. A weitlaner retractor was placed and the battery removed. Attempts were made to charge the battery, but it would not charge. The pt reported that the battery worked only five (5) hours. The physician discussed with the medtronic rep the fact that the battery never held a charge, and both agreed that this was a defective battery and it was replaced.